Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). On multiple occasions, carefusion has sent a letter via email to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of 10/24/2014, there has been no response from the user facility. The following is a summary of the eval performed by the user facility trained biomed and the care fusion field svc rep: the factory trained biomed and carefusion field svc rep evaluated the ventilator. They were unable to duplicate the reported event and have determined that the ventilator meets all performance specifications. Upon completion the device was returned to the user facility's control ready to be placed back into svc. The customer indicated that there was no harm to the pt regarding this device report. The field svc rep contacted the carefusion clinical consultant who will communicate with the customer to provide further support and training, if needed.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The device was evaluated in the field by a company field representative on (B)(6) 2014. This original date of awareness was not completed on the initial MDR, the date of awareness is (B)(6) 2014.

Event description:
Per additional information received on (B)(6) 2014: it was reported, nobody was with the patient, something alert the staff and the staff went to the patients room and the patient circuit was off the patient and they claim there was no audible alarms.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer claims this ventilator has visual alarms but no audible alarms while on a pt. They claim to ventilator alarms were: circuit disconnect; low vti; low peep; pressure nve. Biomed claims he is not able to duplicate the problem. He claims there was no harm to the pt."